Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during implantation of an intraocular lens (iol) the optic cracked. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. In surgeons opinion in the video the crack seemed like lubricant of the cartridge. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during implantation of an intraocular lens (iol) the optic cracked. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. In surgeons opinion in the video the crack seemed like lubricant of the cartridge. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Video was provided and the reported complaint was observed. Video on the lens preparation is not provided. When the cartridge comes in the picture, the lens is advanced at the pause location. The lens appears to be in an acceptable position for implantation. Once the lens is implanted and begins to unfold - a large, deep scratch/ crack/ mark is visible over the left side of the optic area. The complainant states the use of non company as viscoelastic which is not qualified to be used with the associated iol(instructions for use) model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU(instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd(ophthalmic viscosurgical devices) may cause damage to the lens and potential complications during the implantation process. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that in surgeons opinion there was a possibility that coating material of the cartridge was adhered on the lens.